Manufacturer narrative:
(B)(4).

Event description:
It was reported a pump volume discrepancy occurred. The actual residual volume, 17.0 ml, was greater than the expected residual volume, 4.8 ml. The patient experienced an underdose and reported increased pain. The pump contained dilaudid at a concentration of 30 mg/ml but the dosage was unknown. Additional information has been requested and will be made as follow up as it becomes available.